Event description:
Correction: the only loss of power the patient was unsure about was the one from 08jul2019. It was reported that all no external power events after 25jul2019 were due to the patient losing power to the home. The patient reported that the mpu does have a v-lock connector.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm can be confirmed based on the information recorded in the log file provided by the customer. The log file contained events recorded from june 24 to august 13, 2019 where several no external power alarms/events were recorded. The associated voltage levels indicated that the events occurred while the system controller was connected to a mpu and the power to the mpu was lost. The pump support was not affected and the system was supported by the backup battery during the event. A specific root cause for the no external power alarm was not able to be determined. Per the information provided by the customer, the patient is unsure about only one loss of power and the other events were related to power outages. The mpu was not returned for evaluation and it was reported that it is operational currently and does have a v lock connector. Heartmate ii lvas IFU (section 7), heartmate ii patient handbook (section 5), under alarms and troubleshooting, describes all alarms (visual and audible) and what action should be performed when they do occur. This includes the no external power alarm. To resolve alarm: immediately connect the system controller power cables to a working power source (functioning power module or two fully-charged heartmate 14 volt lithium-ion batteries). Call your hospital contact immediately if connecting to power does not resolve the alarm. Heartmate ii lvas IFU and heartmate ii patient handbook both of which cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted on (B)(6) 2014. It was reported that the patient had no external power alarms but the log file showed that there was not a pump stop recorded. According to the patient the power went out at their home. Alarm history said to replace ebb which was replaced on (B)(6) 2019. There was an additional loss of power on (B)(6) 2019 that the patient is unsure of. The mpu is operational and does not have a v lock connector. Ebb was seated correctly inside the controller.